Manufacturer narrative:
(B)(4) - intuitive surgical, inc. (Isi) received the hrsv monitor was investigated and the reported issue was confirmed. Failure analysis was able to confirm the hrsv monitor had intermittent image due to a main board defect. The main board was replaced and the product was found to be in full compliance with intuitive surgical specifications.

Event description:
Refer to additional for follow-up information.

Manufacturer narrative:
The high resolution stereo viewer (hrsv) has been returned to intuitive surgical for failure analysis, however, the investigation has not been completed. Therefore, the root cause of the customer reported issue has not been determined. If additional information is received, a follow-up MDR will be submitted to the FDA. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, left eye on the surgeon side cart 2 (ssc) had no image. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that the screen was blank on the left monitor and no overlay present. The customer rebooted the system with no change. The customer stated that the image was seen in both eyes of the ssc 1 and touchscreen. The customer disconnected ssc 2 and completed the procedure using ssc 1. The isi technical service engineer (tse) did a log review and found no errors. The procedure was completed with no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the site and replaced the high resolution stereo viewer (hrsv) to resolve the reported issue. The hrsv is located on the surgeon side console and provides the 3d image captured from the endoscope inserted in the patient.